Event description:
The customer reported multiple motor error alarms on the insulin pump. The customer was able to rewind during the phone call with the helpline, but did not recall the device being near a strong magnetic field. The blood glucose level was 208 mg/dl at the time of the call. The customer was advised to return the insulin pump for replacement and analysis. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).